Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting product return.

Event description:
It was reported that during a t2 gtn surgery, the drill bit broke while the surgeon was drilling the distal screw hole of the nail. It was also reported that the surgeon removed broken piece of the drill bit from the patient bone it was further reported that there was no delay or adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Additional information: the reported event, for radiolucent drive drill bit breakage, was confirmed on receipt of the product for evaluation. The radiolucent drive drill bit returned was evaluated and based on the analysis carried out it suggests that there was a misalignment between the drill and the nail during use, causing the drill to come in contact with the metal nail, resulting in excessive force being applied to the drill.

Event description:
It was reported that during a t2 gtn surgery, the drill bit broke while the surgeon was drilling the distal screw hole of the nail. It was also reported that the surgeon removed broken piece of the drill bit from the patient bone it was further reported that there was no delay or adverse consequences as a result of this event and the procedure was completed successfully.